Manufacturer narrative:
The reported event was detachment of device or component. Final analysis found that as received, a partial lead was returned in two pieces with the helix extended and clogged with blood/tissue. Visual examination found an external insulation abrasion was found at the middle region of the lead breaching the optim sheath only. The cause of the reported event was due friction to another device or feature of the patient anatomy. All other damages were sustained during the procedure.

Event description:
New information noted that the lead was also fractured.

Event description:
It was reported that the patient presented in the clinic. It was discovered, that the right ventricular (rv) lead had detached from the device. The physician opted to remove the rv lead. There were no patient consequences.